Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, there were several episodes of noise, oversensing, and impedance variations on the right ventricular lead. There was no confirmed damage to the lead and the patient did not receive any inappropriate therapy. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray of the complete lead was examined and no anomalies were noted. All other damages found are consistent with that occurring at the time of explant.